Event description:
It was reported that the patient presented to the hospital for an implant procedure. During lead testing, the helix of the left bundle branch area (lbba) lead failed to retract before inserting into the patient's body. The lbba lead was not used and replaced. The patient was in stable condition.